Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred. At the time of the report, the customer had not addressed bg level. Customer¿s blood glucose level was above 500 mg/dl. Recommendation was made to consult with healthcare provider regarding diabetes management. The customer reverted to manual injections for insulin therapy.